Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of l1 compressed fracture involved in t11-l3 posterior fusion (l1 subtotal removal). Levels implanted: t11-l3. It was reported that on (B)(6) 2021, a patient with a compression fracture of l1 underwent subtotal resection of l1, replaced the ve rtebral body with the cylinder, and performed posterior fixation up to th11-l3. At that time, a bone fragment (autologous bone) was filled as a bone to be transplanted. Postoperatively, left leg pain occurred, and MRI imaging confirmed a fracture of the end plate. It is unknown when the fracture occurred in the final stages. A piece of bone implanted as a transplanted bone protruded posteriorly, causing leg pain, and reoperation was performed on (B)(6) 2021. In the reoperation, t2 was not explanted, the bone fragment protruding posteriorly was removed, and the operation was completed. The bone fragment was an autologous bone implanted as a transplant bone. The leg pain was caused by a piece of bone protruding posteriorly at implanted level (l1). Fracture of the endplate occurred. The fracture of the end plate does not seem to be the cause of leg pain. Reported product was not explanted in the revision surgery. Additional decompression was performed as a result of this event. Event was associated with the patient and there was health damage on the patient. Product was used correctly according to the directions given in the IFU/labeling.